Manufacturer narrative:
Device passed displacement, and self tests. No back light problems or anomalies, or any other unexpected display anomalies were noted during testing.(B)(4).

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had backlight anomaly on the liquid crystal display screen. Customer stated that the backlight was not turned on and insulin pump had dark screen. Customer also stated that the keypad backlight did not work and insulin pump was delivering unrequested bolus. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.